Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial implant on (B)(6) 2016 with a bifurcated stent and suprarenal aortic extension. Subsequently, the patient presented with ischemic bowel. Patient underwent colon resection on (B)(6) 2016 to resolve issue. There have been no additional adverse events reported for this patient.